Manufacturer narrative:
(B)(4). D10 ¿ proximal humerus, left, 9x160mm, item# 47249616109, lot# 3128319. Ann blunt tip screw 40mm, item# 47-2486-040-40, lot# 3091515. Ann blunt tip screw 42mm, item# 47-2486-042-40, lot# 3126120. Torque screwdriver, item# 27923; lot# unknown. G2- foreign - japan. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00248, 0009613350-2023-00249, 0009613350-2023-00327. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a procedure and after approximately (6) weeks from the initial, the surgeon found that the proximal screw backed out from the proper position. Patient is under health professional's observation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were not provided. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.